Manufacturer narrative:
A ge service rep performed an onsite investigation. The video control board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system gave a communication failure error message and the system would not boot. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.